Event description:
It was reported that dissection occurred requiring additional intervention. The patient underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent (des) was advanced and fully deployed at 14 atm without any issues. Post-deployment, a non-flow limiting dissection at the proximal edge of the stent was observed. Another synergy des was then used to cover the dissection, and the procedure was completed. No further complications were reported, and the patient was doing well and fully recovered.

Event description:
It was reported that dissection occurred requiring additional intervention. The patient underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent (des) was advanced and fully deployed at 14 atm without any issues. Post-deployment, a non-flow limiting dissection at the proximal edge of the stent was observed. Another synergy des was then used to cover the dissection, and the procedure was completed. No further complications were reported, and the patient was doing well and fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The stent was not returned for analysis. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the balloon material was reviewed, and no issues were noted. No tears or pinholes were noted on the balloon. Crimp markings were evident on the balloon. A microscopic examination of the bumper tip showed no signs of distal tip damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device as dissection is a known adverse event associated with device use. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It was reported the device was implanted. The device was returned with no stent attached and therefore aligns with the reported event. The requirement for an additional device was to cover the dissection and therefore coded as procedure.